Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that lead placement was attempted however "the numbers were not good." The physician chose to reposition the lead at which point the patient coded. A cardiac perforation and pericardial effusion were reported. The lead was removed and not replaced as the patient required emergent care. No further patient complications have been reported as a result of this event.